Manufacturer narrative:
The user facility returned the device subject of the reported event to steris for evaluation. Upon review of the device, it was found that the snare had gotten stuck to the housing and black residue was observed. The snare was removed from the housing and was able to be deployed and retracted properly. The reported event could not be duplicated. The instructions for use includes instructions to properly deploy the clip and snare: "grasping or placing a clip to severely fibrotic lesions for excision may be more difficult. Deploy clip and snare by squeezing thumb ring and spool in one steady controlled motion until spool approaches thumb ring, and the snare is tightly closed around the tissue. Step 1: deploy clip and snare in one steady controlled motion." One steady controlled motion is necessary to avoid losing placement of snare over the lesion. Release tension on the catheter of the grasping device at the biopsy port by the physician prior to deploying the clip and snare." Based on the evaluation, an exact cause of the reported event could not be determined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the snare to their padlock clip eftr device did not deploy properly. The procedure was completed successfully using a different snare. No report of injury or procedure delay.